Event description:
Sales consultant reported a complaint regarding hardware removal and dual plating on unknown date. The image revealed a synthes medical distal tibia plate (3.5mm lcp low bend medial distal plate/10h/right/187mm) with broken screws and a non-union at the fracture site. This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. The device history and material records were reviewed and indicate that no discrepancies were noted that would be associated with this complaint. All features that could be measured were found to meet specification.